Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Lot tp2abl : mfg. Date: 12/5/2023, expiration date: 11/30/2026, UDI lot tp2abl: (B)(4). Lot tj2aek: mfg date: 8/10/2023, expiration date: 7/31/2028, UDI lot tj2aek: (B)(4). A manufacturing record evaluation was performed for the finished device tp2abl/xc200 and no non conformances / manufacturing irregularities related to the malfunction were identified. A manufacturing record evaluation was performed for the finished device tj2aek/xc200 and no non conformances / manufacturing irregularities related to the malfunction were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample revealed that the xc200 cartridge was received with 2 clips loaded and 3 loose clips and one of them was closed with no apparent damage. The clips and reload were visually inspected and no defects were observed. The loose clips were manually loaded on a test device for its functionality and the loaded clips were tested for functionality with a test device. Upon functional testing of the reload, the instrument loaded, retained, and deployed all clips as intended over the suture. The clips were fully functional and conforming. Additionally, a photo was provided and it showed five cartridges with some clips loaded and loose clips. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an urological procedure on an unknown date and a suture clip was used. During the procedure, the clip did not close. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch tj2aek mfg date: 08/10/2023, exp date: 07/31/2028. Batch tp2abl mfg date: unknown, exp date: unknown. In addition, a review of the manufacturing record evaluation for the possible batch number of tj2aek was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: lot number of xc200: tj2aek, tp2ahh : tj2aek, tp2abl. Please confirm if there is an issue with the applier? Yes, see (B)(4). If yes, please create a product complaint and provide the respective reference number(s). It's (B)(4). What suture type and size was used? Currently, unknown. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? No. If yes, after it closed, was the clip holding securely fixed on the suture? No. Was the applier checked for damaged (jaws straight and aligned)? There is no damage with the applier. Could you please see (B)(4)? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes.